Event description:
During hemodialysis, "air detector" alarm continuously went off and was not able to be reset. It was believed to be a venous chamber clot. Arterial blood was returned and new lines set up. This did not resolve the problem. The machine was exchanged and patient received the dialysis treatment.